Event description:
Titanium plate placed in pt's left wrist during open reduction/internal fixation of that wrist. During post-operative physical therapy, the pt was working with 2lb weights. As pt was rotating the left wrist pt heard a crack. Plate in pt's wrist had broken.